Event description:
Mammogram shows leakage. Symptoms experienced by rptr: chest pain, lower and middle back pain, neck pain, right knee pain frequently and left knee on occasion, right elbow pain frequently, daily headaches, swelling feet and hands, fever on occasion, right shoulder pain, swollen neck glands, pain from back of neck to head, night sweats, discomfort at armpits, fatigue, urinary control problems, concentration problems, sinus infections, rapid heartbeat, depression, shortness of breath, nervous (short tempered), can't pronounce or spell words, trouble sleeping at night, loss of appetite, muscle twitches, feet and hands very hot at times, soreness in left eye, no sexual desire, very forgetful, very dry skin and eyes, strange odor to urine, dry nose, dry vagina, redness of fingers and toes, very sensitive breast, running into objects constantly, bruises easily, constipation, itchy vagina, stomach swelling, occasional coughing attacks, arm weakness, skin rashes especially on chest, cold even when it's hot, aching, sore jaw, chills, sore throat, no strength in hands, hair loss, numbness in legs, right arm and hand, soreness in upper legs, trouble swallowing, burning eyes, must repeat what she reads to understand, forgets where she is going and rash on back and neck.